Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. Device evaluated by MFR.: the express sd was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the shaft is twisted. Microscopic examination revealed no damage. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm any damage to the stent, but the shaft was found twisted.

Event description:
It was reported that stent damage occurred. The target location was located in the right renal artery stenosis. A 5.0mmx15mmx150cm express vascular sd stent balloon expandable was selected for treatment. However, the stent could not cross through the 7f guide catheter, resulting in stent deformation. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university.

Event description:
It was reported that stent damage occurred. The target location was located in the right renal artery stenosis. A 5.0mmx15mmx150cm express vascular sd stent balloon expandable was selected for treatment. However, the stent could not cross through the 7f guide catheter, resulting in stent deformation. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable